Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the sample remains within the pt. The root cause of this incident cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
Following the treatment of a 14mm ic aneurysm and vessel occlusion, the pt suffered from a head ache. Steroids were administered. Headaches continued post discharge. Two months following the procedure, she developed hydrocephalus. An l-p shunt was performed. An examination of the cerebrospinal fluid was performed. The fluid was yellow, but no bacterial infection was confirmed. The pt was discharged from the hospital and is under observation. A v-p shunt may be considered if fluid accumulation is present in the future. Pt info - pt weight is not available.